Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right atrial lead was capped and replaced on (B)(6) 2019 due to high threshold. The patient was atrial pacing dependent. The physician replaced the lead due to patient safety. The patient was stable. Related manufacturer number: 2017865-2019-18148.